Event description:
Patient admitted for possible infected left aortobifemoral bypass graft. She was taken to surgery three days later for re-exploration, excision of the dacron bypass graft and placement of a human cryopreserved aorta and femoral artery. A left radial arterial line was placed by anesthesia for this procedure. Postoperatively, she was admitted to the adult ICU. The arterial line was maintained per standard protocol using a 500 ml bag of normal saline with 1000 units of heparin connected to a transducer and high pressure tubing monitoring system. The patient received 3 ml per hour of the solution to maintain line patency. On post-op day 3, the rn went to withdraw a blood specimen from the high pressure arterial line access port. She entered the distal port of the line using a lifeshield 18 gauge blunt tip cannula. Upon insertion of the cannula, blood leaked out and air bubbles came into the syringe. Upon further examination, the rn found slits in the access port membrane allowing for the leakage of blood and air. Rn reported this happening in other cases recently. The high pressure line was replaced and the specimen was obtained without further incident. The patient was not harmed. She was discharged 2 weeks later to skilled care for ongoing recuperative care.